Event description:
It was reported this balloon ruptured following the second inflation at 4.6 atmospheres, during an inferior vena cava angioplasty procedure. Following balloon rupture, resistance was encountered withdrawing the balloon through the introducer sheath resulting in a portion of the balloon material detaching and remaining in the pt. Attempts to retrieve the detached balloon material percutaneously were unsuccessful. A temporary vena cava filter was successfully placed to prevent migration of the detached balloon segment. The following day prior to scheduled surgical retrieval of the detached balloon segment, the temporary filter was removed. Upon successfuluneventful removal of the temporary filter it was noted the balloon material was removed from the pt with the filter. No further intervention was required. The procedure was successfully completed with this unit. This device has not been rec'd for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty, which has been associated with overpressurization or use in a calcified lesion. The co believes the above factors may have contributed to this event. However, co is unable to determine an exact cause for this event.